Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday (B)(6) 2024  they were working around the house, they were lazy and did not want to bend over so they moved a big area of braided rug and when they did that they felt a big pop, a big shocking sensation in the area where the leads go to the pelvic floor, it hurt and they can hardly squat down or sit down, they can't sit on the left side of that area, they have to sit more on the right side. Reviewed the option to turn therapy down or off to see if that resolves what the issue is and offered to assist pt to do that. Pt noted their equipment was not charged the handset was plugged in but the communicator needs to be charged. Pt confirmed understanding of how to use their equipment and can turn it off or down once the communicator is charged.